Event description:
On (B)(6) 2009, the patient reported the check button on her insulin infusion device "sticks" and she has to press it twice for it to respond. She stated "it's really no big deal". The patient stated she is currently at work and will call back later for troubleshooting. On follow up with the patient on (B)(6) 2009, she stated "my pump is malfunctioning." She stated she switched to insulin injection therapy and is at work and does not have her infusion device with her for troubleshooting. The patient stated she will call back after work. Repeated attempts to contact the patient were unsuccessful. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.